Event description:
This is a spontaneous case report received from a lawyer in the united states on 27-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. On or about (B)(6) 2012, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. She reported to her healthcare provider that she was experiencing severe and constant pelvic pain, migraines, and weight gain. On or about (B)(6) 2016, plaintiff saw her physician, and underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between this event and suspect device cannot be excluded. This case was regarded as incident since device removal was required. Product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between this event and suspect device cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and yasmin. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight fluctuation ("weight gain/ loss"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, migraine and dyspareunia had resolved and the weight fluctuation, nausea and headache outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory placement and full occlusion of both; on an unknown date: total bilateral occlusion and received. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter and patient demographics were added. Historical drug, concomitant disease was added. Essure indication, start dates were added. Events abnormal bleeding, migraines, weight gain, headaches, nausea, dyspareunia, fatigue, weight gain/ weight loss were added, event outcome added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general) / normal bleeding (general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2012, multi gravida, parity 2 (spontaneous vaginal delivery x2) and uterine dilation and curettage in 2009. Previously administered products included for birth control: yasmin and depo-provera; for an unreported indication: claritin. Concurrent conditions included obesity, menstrual cramps, vaginal bleeding since (B)(6) 2012, abdominal pain, carpal tunnel syndrome, low back pain, flu-like symptoms, bronchitis, breast tenderness and vaginal discharge. Concomitant products included benadryl cold and flu (dayquil), cyclobenzaprine hydrochloride (flexeril), ibuprofen, naproxen (naprosyn) and paracetamol (tylenol). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue / fatigue"), nausea ("nausea / nausea"), migraine ("migraines / migraines") and headache ("headaches, / headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). On an unknown date, the patient experienced weight fluctuation ("weight gain/ loss"). The patient was treated with ibuprofen (motrin), midol [acetylsalicylic acid,caffeine,cinnamedrine], sumatriptan (imitrex), ondansetron (zofran), omeprazole, lorazepam (ativan), bupropion (wellbutrin) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy ((bilateral removal of fallopian tubes)). Essure was removed on 8-feb-2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, nausea, migraine, dyspareunia, depression and anxiety had resolved, the weight fluctuation and headache outcome was unknown and the fatigue was resolving. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient denies being pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on 20-aug-2012: satisfactory placement and full occlusion of both tlh, bilateral salpingectomy, cystoscopy: cervix with a nabothian cyst. Fallopian tubes with no specific pathologic change current weight 176 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, weight increased, pelvic pain, dyspareunia, headaches, migraine, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Event added per pfs: anxiety, depression. Treatment medication was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.